Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and eight months later, computed tomography of the abdomen and pelvis with contrast revealed probable broken filter arm, penetration of legs through the caval wall and the patient reportedly experienced abdominal pain. After one month, the patient presented for filter retrieval. An access made via right internal vein. The catheter tip was positioned below the level of the filter. The filter consistent with penetration of the caval wall by legs. One arm of the filter was detached and outside the cava. Subsequently, a 16 french sheath was passed from this initial access. Through this, the extraction grasping forceps were used in attempt to engage the apex of the filter, but unsuccessful despite multiple maneuvers. An access made via right internal vein. A guidewire was inserted, the needle removed and replaced with a 5 french dilator. A 0.035 guidewire was inserted, and this was followed by a 7 french long sheath. A 12 mm x 6 cm angioplasty balloon was passed up and directed along the medial side of the filter and used in attempt to push the filter away from the wall without success. Multiple oblique views were tried and a diagnostic catheter with stiff glide wire was eventually snared by the snare system in attempt to try to move the filter slightly to allow engagement of the apex, again without success. After five months, again the patient presented for filter retrieval. An access made via right internal vein. The catheter tip was positioned below the level of the filter with aid of a glidewire. Inferior vena cavogram revealed no clot captured within the inferior vena cava. Several filter legs extend outside the caval wall, one leg broken and embedded outside the left lateral caval wall. Attempt was made from the left neck, with the cook clover set to capture the tip of the filter without success. Subsequently, exchange was made for a standard cook retrieval set and sheath, through the left neck access. Subsequently through the sheath, the angiographic snare set was passed, and the top of the filter was subsequently engaged after significant manipulation. Through the left neck sheath, the cook snare was again passed, and the top of the filter was engaged. The sheath was passed toward the filter, collapsing some of the limbs. No significant difficulty was experienced in disengage the filter hooks from the vena cava. However, from this position, though the filter was within the cava, it could not be extracted. Through the now larger sheath present from the right groin, and with use of the same grasping forcep, the entire filter was engaged and with gentle tension, invaginated and pulled down into the sheath along with a portion of the original cook snare which was released from the left neck access. The filter was uneventfully removed from the patient. The broken filter leg within the soft tissues was unchanged. There was no ability to remove this, as none of it was penetrate the wall of the cava. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously. The current status of the patient is unknown.